Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from hcp via manufacturer representative that the device was working properly. No further information could be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that two probes were not working during a thryoid case. The hcp was not able to adjust stimulation during the procedure. The hcp tried to replug the probes in, but that did not resolve the issue. There was no visible damage to the pins of the probe connectors or on the patient interface device. There was no patient impact refer to manufacturer report #1045254-2018-00328.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.